Event description:
It was reported that the device would over temp when adjusting. No patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Efforts to locate the device have been unsuccessful, and there is no available physical evidence to analyze or verify the reported issue. The loss of the device has hindered any further investigation into the original complaint or potential root causes associated with the device. The service history review had no indication that the complaint was related to a service of the device within the review period.